Manufacturer narrative:
H3 product evaluation - evaluation of the forty screws from this lot that were returned found ten screws with damaged threads, six of the ten damaged lock screws appear to have out of specification thread lead-in geometry. These six lock screws have a feather thread instead of the specified (rev f) .017" high thread lead-in geometry. A functional check with a mating tulip, 39-tl-0301, and the six suspect lock screws resulted in threading issues. These lock screws would not engage the tulip. The cause for the threading issue may be due to deformation of the feather thread during initial rod reduction. Further evaluation/investigation by the supplier who manufactured these screws determined that the root cause is attributed to an unreliable inspection method and the nonconforming feature not being identified as critical. Corrective actions were initiated to make this a critical dimension and develop a reliable inspection process. It is important to note that this part number is no longer being machined by this supplier, but are now being manufactured, start to finish, in house at precision spine. As a result of the supplier investigation results the in-process or final inspection report #21305 was updated to include checks thread lead-in height at root & thread lead-out height at root. This inspection report is used during the in house manufacturing process. Addition of these checks should identify if the thread is manufactured out of specification. Review of device history records found 689 pieces of lot 18692ps were released for distribution on (B)(6) 2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for the reported lot.

Event description:
It was reported that during a procedure completed on an unknown date in the UK, the doctor final tightened each end of the structure and then distracted the curve. It was then noticed that the rod had come out of the end. It was as if the final tightening hadn't locked the cap down onto the rod. The final torque tightener gave the normal two clicks. The sales representative thought it may have been the rod. The locking caps and rods were removed and the rod was changed out and new locking caps inserted and the procedure was completed with no further issue. There was a 90 minute delay to the procedure as a result of having to rectify and redo the reduction and rotation. It was noted upon removal that the threads on one of the locking caps were damaged.

Manufacturer narrative:
Other serious (important medical events) - 90 minute delay of the procedure. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure completed on an unknown date in (B)(6), the doctor final tightened each end of the structure and then distracted the curve. It was then noticed that the rod had come out of the end. It was as if the final tightening hadn't locked the cap down onto the rod. The final torque tightener gave the normal two clicks. The sales representative thought it may have been the rod. The locking caps and rods were removed and the rod was changed out and new locking caps inserted and the procedure was completed with no further issue. There was a 90 minute delay to the procedure as a result of having to rectify and redo the reduction and rotation. It was noted upon removal that the threads on one of the locking caps were damaged.